Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, no fault was found. The system performed as in tended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. D9, h3: logs were received and software analysis was completed. The provided logs captured two sessions on the date of issue. The logs captured a task transition until the registration task where the user stored the touch points and successfully registered the patient; however, no abnormalities related to the reported behavior were observed in the logs. Based on the information provided, archives were not available. Without archives, there was insufficient information to determine whether a software anomaly contributed to the reported inaccuracy. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an inaccuracy following a successful registration. They used landmarks to verify and the doctor reported being off 5 mm. They site did not re-register, and moved forward with navigation. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
Continuation of d10: product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: software 9733763 synergy cranial s7. H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.